Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. During the visual inspection of the instrument, it was noted that the clamp arm was damaged. When the device was connected to the generator an alert screen was displayed. The device was disassembled to inspect the internal components and corrosion was found at the electrical traces and domes of the hand activation buttons. Due to the corrosion discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The device has been reprocessed.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off when it was used for the first time. Changed to another one to complete the procedure. There were no adverse consequences for the patient reported.